Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on (B)(6) 2020 for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. (B)(4) bluetooth paring test was performed and failed due to transmitter ID not found. No data was provided for serial number (B)(4) within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.